Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited to emergency room due to high blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was 373 mg/dl, at the time of hospitalization. Customer was okay to troubleshoot for high blood glucose level. Customer was treat with manual injection and through intravenous fluids. The insulin pump will not be returned for analysis.